Event description:
It was reported to philips that the x-ray was not possible. The device was in clinical use at the time of the event and the treatment was delayed. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in use for a general surgery. The philips remote service engineer (rse) inspected system remotely and confirms the generator issue due to which xray was not possible on ap (anterior posterior) plane. Review of system log file identified the tube current was out of range. The philips field service engineer (fse) inspected the system onsite and replaced the tubes. The defective tubes were returned to philips for further analysis. The analysis of one tube confirmed the failure due to vacuum leak (cathode insulator) which resulted the reported issue while the other tube was tested and found to have no issues. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.